Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent and stomachache. The cause of the peritonitis was not reported. It was reported the patient was examined in the hospital however it was not clarified it they were hospitalized for the event. The treatment and outcome of the peritonitis was not reported. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.